Event description:
The customer reported da pcba adc reference failure error code. The device was not reported to be in use on a patient.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The issue was discovered during preventative maintenance, which is outside of clinical use and presents no direct patient harm. Based on this information, this is not a reportable event. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem, and advised the caller to replace solenoids 3 and 4, and provided part ID for solenoids 3 and 4. The customer replaced solenoids 3 and 4 to resolve the reported issue. The device passed the required performance verification tests per philips standards.